Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: a review of the service history for the past six months from the awareness date was performed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4).

Event description:
It was reported, during a procedure on (B)(6) 2013, the battery oscillator (attached to a oscillating saw blade) stopped working. The event occurred during a total shoulder arthroplasty procedure and where the saw stopped cutting and was making a loud hissing noise. The surgical team switched batteries hoping to resolve the issue, but was forced to use a second device to complete the procedure. It was also reported the procedure was delayed (time length unknown), but with no further events/issues. This report is for a battery oscillator. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was received for evaluation. The reporter's complaint that this battery oscillator does not function was confirmed. The device was tested and did not start up when power was applied. This is most likely due to electrical components failure due to normal wear over time. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4)